Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps and vibrator motor functioned properly. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly and insulin pump was vibrating so loud when audio was off as well as there was delayed response from buttons. The customer¿s blood glucose level was unknown at the time of the incident. Customer was assisted with self test and the insulin pump was not vibrate during vibrate test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.